Event description:
On (B)(6) 013, it was reported to animas that the up, down, and ok buttons on the subject pump were having a delayed intermittent response. This information provided indicated that the issue was sporadic, noticed a few months ago, and has gotten worse over the past few weeks. This issue is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.